Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
"It was reported by the rn educator that the product has been used with PICC lines. The rn reports that recently upon removing the dressing, the blue part of the biopatch sticks to the catheter and removes the line (catheter). The customer was emailed the poster for correct application and removal to ascertain if the staff is following correct procedure. It was determined that the staff is following correct procedure and the rn states the blue part is sticking to the catheter and pulling out. There has been no consequence to the pt." Add'l info and clarification was requested numerous times by integra.